Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation history records (DHR). Please see updated sections: g4, g7, h2, h3, h6 and h10. The DHR (na-u403sx-4019 fr836420) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of (B)(4) units were produced under this lot number with no associated ncrs or recorded process deviations that may have contributed to the reported event. As the device has not been returned to olympus for evaluation, no definitive root cause could be determined. However, failure to lock the sheath in place is a known failure mode and has been remediated through a design change.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that prior to endobronchial ultrasound bronchoscopy (ebus) procedure the na-u403sx-4019 sheath would not lock. There was no patient harm or injury reported due to the event.